Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not powering up) has been confirmed. Upon investigation the power supply connector pins were recessed, preventing the charger from powering up. The root cause for recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not properly powering up. The patient was issued a replacement charger.